Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had infection with sepsis. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
This supplemental is being filed as the device has been explanted and was returned. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had infection with sepsis. There were no additional adverse patient effects reported. The crt-d remains in service.